Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hospital indicated a shunt failure. It was stated that the valve was removed from the patient and replaced with a new valve.

Manufacturer narrative:
Updated correction: valve was replaced with another valve at the same setting. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was low flow through the valve. There were no issues with the peritoneal or ventricular catheter, so it was thought to be an issue with the valve. The valve was replaced with a valve with a higher setting. The patient was reportedly fine.